Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a patient spiking a fever and requiring antibiotics. The patient's blood oxygen saturation decreased and high blood glucose levels. The patient required additional oxygenation. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient spiking a fever and requiring antibiotics. The patient's blood oxygen saturation decreased and high blood glucose levels. The patient required additional oxygenation. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. The device will be discarded.